Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of the episode noted a drop in the patient's morphology and oversensing. The s-ICD was reprogrammed to the primary vector and remains in service. No adverse patient effects were reported.